Event description:
It was reported that pump did not allow the customer to enter an extended bolus over 6 units. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer declined follow up from tandem technical support.